Manufacturer narrative:
No investigation was performed on this specific device because the failure mode had already been investigated in a previous similar case, and the premature failure of the strap was found to be related to a design issue. However, if the sling inspection would have been performed correctly, the incident could have been avoided. A recall related to the combi sling possible stitching failure was initiated in april 2009 and, as stated in the field safety notice (B) (4), the customer must follow the general care guidelines of the sling maintenance instructions (B) (4), namely the directive "it is imperative that a patient transfer sling be inspected prior to each use." The manufacturer recommends the customer put this product out of service permanently. It is also recommended that the customer to proceed to the inspection of the sling prior to its use, as per the user manual.

Event description:
The facility reports the staff member was transferring a patient when a stitching on the back of the sling came apart. No injuries were reported. (B) (4).